Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, the catheter was inserted and then extracted a week later. The tip was cut down for bacterial culture. Three days later, the result showed fungal infections. No blood sample culture was implemented for the patients.